Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced with a competitor system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reference manufacturer number: 3006705815-2021-01288. It was reported that one of the patient's scs leads had migrated to l1, causing the lead to exhibit high impedances on one contact and provide ineffective therapy for the patient. The migration was confirmed via x-rays. In turn, the patient may undergo surgical intervention to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.